Event description:
The customer reported that when using the pulse during fluoro, the system was giving a high ma error.

Manufacturer narrative:
This MDR is related to ge healthcare. The system was repaired, found to be operating as intended, and released to the customer for use.